Manufacturer narrative:
Citation: zimmermann, c et al. Mid-term outcome of 100 consecutive ross procedures: excellent survival, but yet to be a cure. Pediatric cardiology. 2018; 39:595¿603: doi: 10.1007/s00246-017-1798-z earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes after a ross procedure. All data were collected from a single center between 1993 and 2011. The study population included 100 patients, 31 of which were implanted with a contegra conduit in the pulmonary position. Serial numbers were not provided. The study population was predominantly male; median age 15.2 years. Among all patients, no deaths were attributed to a medtronic product. Among all patients implanted with a contegra, adverse events included: stenosis or regurgitation treated with a surgical valve or transcatheter valve replacement. Endocarditis was also reported two years post implant and was treated with a surgical intervention. No additional adverse patient effects or product performance issues were reported.